Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 350 mg/dl. The customer stated that there were no significant events that could have led to the issue. Customer was treated for high blood glucose with a bolus. The customer was assisted with trouble shooting and found that the customer did not have a tubing clamp. A new tubing clamp was shipped to the customer and advised the customer to call back to continue to trouble shoot once they receive the clamp. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.